Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was suspected that the patient developed an infection. The lead was removed and replaced.